Event description:
Ous MDR. Noncapture was seen and when the lead was re-examined, it was noted that the tip was bent. Physician feels this is a product problem, not an issue with how the lead was implanted.

Manufacturer narrative:
Ous MDR. Both the mechanical and electrical performance of the lead under complaint were scrutinized. With regard to high threshold measurements as mentioned in the complaint, the analysis demonstrated no deviations with respect to the electrical specs. The visual inspection confirmed a bend in the lead's distal part. Bending the distal part requires the presence of mechanical stress. Since there was no evidence of a material or mfg problem, the origin of the mechanical forces remained unk. Mechanical stress while implanting/explanting the lead should be taken into consideration. The analysis did not reveal any sign of a material or mfg problem. Based on the analysis results, a replacement free of charge can not be given.